Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported through medwatch mw5078484 "drill bit broke while in use. No harm to patient.

Manufacturer narrative:
The reported event that speedguide drill ao, dia 2.0mm (l=30mm) was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by powerful dynamically overload during use. The device inspection revealed the following: the returned speedguide drill ao, dia 2.0mm bit is indeed completely broken off. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. The very front of the tip as well as the cutting edges were still intact though. Therefore we can state that the root cause of the failure was caused due to possible inadequate angulation during drilling, the visible cracks also indicates that too much mechanical force had been applied which finally resulted in the tip breakage (powerful dynamically overload during use). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported through medwatch mw5078484 "drill bit broke while in use. No harm to patient.